Manufacturer narrative:
Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window. The battery cap fits and removes properly in the battery compartment and secured the battery during testing.

Event description:
The customer reported via phone call that the top of the battery tube is chipped. The customer's blood glucose reading was 160 mg/dl at the time of incident. Troubleshooting found that a piece of plastic on the battery compartment chipped off and the customer cannot get the pump to work because of this. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.